Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, when using the ophthalmic system for fluid-air exchange, the air did not come and the fluid was drained from the vitreous cavity and the air failed to enter, the eye became hypotonus and collapsed. The procedure completion detail and patient impact were not provided. Additional information requested, none received at this time of report.